Event description:
Middle-aged male with acute onset of chest pain. Procedure: heart catheterization. Upon insertion of the arrow balloon, it started leaking blood. Device removed and another one used, without known harm to patient. Manufacturer response for rediguard iab, rediguard iab (per site reporter), will obtain.